Manufacturer narrative:
Good faith effort attempts are in progress to try and retrieve the device status, but it has not been obtained yet. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1 initial reporter phone: (B)(6); reported here as the initial reporter phone number exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced constipation. The day after a pulse field ablation (pfa) procedure using a farawave nav catheter the patient had problems with constipation. The patient was given medication, and the constipation resolved eight days later.